Event description:
It was reported that during coil embolization case, the subject stent was deployed; however, re-occlusion occurred due to thrombus formation approximately 10 minutes later. A microcatheter was advanced through the stent, which resulted in recanalization. An infarct was identified in the left frontal lobe, with residual right-sided paralysis. The patient¿s symptoms improved with rehabilitation, and the patient was subsequently transferred to a rehabilitation hospital. The procedure was completed successfully. There was a surgical delay of 30 min due to the reported event.